Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the issue has been resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22159. It was reported that the patient experienced loss of therapy due to the ipg turning off unintentionally several times in a day. In turn, surgical intervention took place on (B)(6) 2020 where in the ipg and extension were explanted. Intra-op impedance check showed no abnormality on the lead. The stimulation was monitored with an external pulse generator and there was no therapy turning off. As such, a new ipg and extension were implanted on (B)(6) 2020 addressing the issue. Reportedly, therapy has been confirmed post operatively.